Event description:
It was reported that a screw disassociated and a rod slipped around 6 weeks postoperatively. The patient is asymptomatic. Revision surgery took place to remove the implant.

Manufacturer narrative:
The implant did not return for evaluation. The lot number was not provided; therefore, a review of device history records cannot be performed. A radiograph was provided which confirms the event at the inferior most left screw and rod. Based on the information, a root cause cannot be determined. If additional information and/or the implant is provided, a suppplemental report will be filed accordingly.

Manufacturer narrative:
Corrected information d4. 15202-60-500, UDI: (B)(4).